Manufacturer narrative:
No unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test. Motor was tested outside of the unit and passed. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and partially cracked end cap.

Event description:
The customer reported via phone call that the insulin pump had recurring motor error alarms. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 289 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.